Manufacturer narrative:
The reported slda event does not allege a malfunction that could be related to an edwards manufacturing deficiency, and one was not able to be confirmed through investigation. The presence of an slda as described in the complaint event was confirmed through available information. Potential contributing factors to the sldas are anatomical factors based on physician assessment of pod#45 images. In additional, a DHR review was completed and no nonconformances related to the complaint event were identified.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Edwards received notification of a pascal precision ace procedure in mitral position. On pod #45 a single leaflet device attachment was noticed with detachment of the anterior mitral leaflet. As per medical opinion, tear of the anterior mitral leaflet (aml) could be the cause of the slda. Ten days later the patient underwent a new pascal procedure. Initial mr was grade 4, mr degree after the slda was 3-4 and it was then graded as 1 after the re-intervention. Also, 1 day after the re-intervention, the tte showed a little reflux in the apex.